Event description:
The customer reported that the communication between the generator and the workstation failed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pin at the j5 connector and the ps1 power supply connector was reseated and the fluoro function board voltage was adjusted. The system was tested and found to be working as intended and put back into service.